Event description:
During a coil embolization procedure assisted with an enterprise stent, the enterprise stent jammed in the (mc) microcatheter (prowler select plus straight (B)(4), lot 13470572). The entire system was removed as a unit, and the target site was lost. Another mc and enterprise system was utilized to complete the procedure. Additionally, the enterprise system was received for analysis and the distal tip was broken/separated.

Manufacturer narrative:
Prior to inserting, the products (enterprise or microcatheter) were not damaged. All the products were prep per (IFU) instruction for use guidelines. The user was trained to utilize the product. The enterprise distal tip or microcatheter was not reshaped. During insertion, the touhy was closed to secure the introducer and allow passage of the stent. A constant and dedicated flush was maintained at all times through the systems. The issue was the enterprise system could not be advanced through the shaft of the mc, however, the microcatheter was not kinked, bent or have any other issue. During the event, the stent remained mounted on the delivery system. During removal, the enterprise introducer was fully seated/engaged in the microcatheter hub. The stent was not completely captured in the introducer, but the stent proximal or distal end was not deformed. After removal from the patient, the stent, delivery system or microcatheter were not damaged. Both products were returned for analysis. The patient information was unknown. A non-sterile prowler select plus microcatheter was received coiled inside of a plastic bag. The product was inspected and bends and flatten sections were found. The ID of the microcatheter was measured and it was found within specification. Hub was inspected under microscope and no anomalies were observed. The microcatheter was flushed using a lab sample syringe (B)(4); after that a lab sample enterprise was inserted in to the microcatheter; however, it could not go out to the microcatheter's tip due to it go stuck on the flatten section. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13470572 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported by the customer as "during enterprise stent insertion, the physician felt jammed." Was confirmed during the analysis using a cordis lab sample. The cause of the failure were the flatten sections found on the distal body. The cause of the flatten section could not be conclusively determined; however, these does not appear to be manufacturing related due to per (B)(4) investigation "prior to inserting, any of the products (enterprise or microcatheter) were not damaged". Procedural factors appear to have impacted on the failure reported; therefore, no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report #1058196-2009-00151.